Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of a tubing separation. The customer stated that a home care pt was receiving tpn without lipids, via a PICC line. Reportedly, at an unspecified time during the infusion, it was discovered that the tubing set was leaking at the filter. Upon further assessment, the tubing set was found to be completely separated at the filter. The tubing set and infusion container were replaced and the infusion was resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no further info was provided.